Event description:
The customer reported that the sys displayed an "ma on" error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The connection was repaired and a part was ordered. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.